Event description:
The advocate called for assistance with her husband's contour next system. During the call she accidentally punctured herself with a lancet that was already loaded in the device. The device was replaced. The advocate was asked to return the customer's device.

Manufacturer narrative:
The model# was not provided and lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared.